Event description:
The report received indicated that during a coronary procedure the balloon on the 2.50 x 15mm firestar catheter burst after the first inflation at 8 atmospheres, which was the maximum inflation pressure applied. Inflation time was 5 seconds. The procedure was completed with a similar device. There was no report of injury to the patient. Further info indicated the lesion was in the circumflex (circ) artery, the lesion was 8mm long with a 3.5mm reference vessel diameter; the vessel presented moderate calcification and mild tortuosity. There were no difficulties encountered during the procedure except for a little difficulty while trying to cross the lesion. There were no anomalies noted in the product during the pre-use inspection or while prepping.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt.